Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 1.02mm x 6.75 and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The instrument was found to have a detached fragment. The fragment was detached from the molded insulator. The detached fragment was not returned. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed a break on the tip of the fenestrated bipolar forceps instrument during the suture process. The customer removed and examined the instrument then replaced it. There was no fallen fragment reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no fragments that had fallen into the patient, nor has the patient returned due to any post-surgical complications.